Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's drg ins failed to establish communication with external devices. A manufacturer representative confirmed the issue and the drg ins was deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.